Event description:
It was reported that the system 2600 could neither retrieve or save images. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. A problem with the hard disk is suspected. In order to affect repairs the hard disk will have to be reformatted or replaced in which case the data will be lost. The in house bio med department will first attempt to move the data to some other media before repairs. An additional report will be generated and submitted if further information becomes available.